Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. Review of the DHR revealed that, during the manufacturing of the lot involved, two ncmrs (ncmr# (B)(4)) were opened for punctured catheter, which is a defect that can lead to a leakage issue. The nonconformances have been addressed according to latsop502. Bounding was performed, resulting in (B)(4) units in qa hold; upon disposition, all the units were destroyed. Despite lot history review showed that during the manufacturing of the lot involved, issues potentially relatable to leakage occurred (detected and addressed as per material nonconformance procedure), this specific complaint cannot be confirmed with confidence as, with no product nor photographs provided for investigation, it was not possible to evaluate the alleged defect nor further investigate to determine whether the most probable cause was user or manufacturing related.

Event description:
It was reported that the nurse is inserting the needle they find that the hole is bigger, causing leakage from insertion point. Canula remaining inside the skin, but still leaking. A there was no medical intervention and no patient harm/adverse event reported.

Manufacturer narrative:
E1: (B)(6). H3: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.